Event description:
It was reported that prior to a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the mid left anterior descending artery (mid lad). The incident occurred outside of the pt, during preparation, before inserting into the pt. The procedure was completed with a different device. The pt condition is listed as "good."

Manufacturer narrative:
(B) (4).